Event description:
It was reported that the pulse generator exhibited diagnostics anomaly; it showed wrong longevity estimate during a previous device interrogation. On (B)(6) 2014, upon device interrogation; it showed longevity of 5 years. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.